Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h-10 of the initial medwatch. The phenomenon was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is therefore possible that the reported phenomenon connection failure (image failure)¿occurred because the video function did not work properly due to faulty cable. The cause of the faulty cable could not be identified. Damage to the cable can be prevented by following the instructions for use in the instruction manual which states: "precautions against frozen or lost endoscopic images never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd camera head lost contact (image interference) the issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of lost contact (image interference) was not confirmed. The device evaluation found cable unit was crushed, there was noise in the image. Due to poor water-tightness of cable unit, water tightness was lost. There was damage on plug unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.